Manufacturer narrative:
E1: initial reporter facility name: (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. However, the device was used past the expiration date. There is no product indicated failure. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from an unspecified location of a u9000 ultrafilter during priming. There was no patient involvement. No additional information is available.